Event description:
It was reported the patient¿s stimulation was becoming intermittent in (B)(6) 2014. Impedance testing performed at that time found high impedances on electrodes 4 and 5. Though it was noted these were the patient¿s active cathodes at that time, the electrodes were programmed around at that time. Follow-up with the patient in (B)(6) 2014 found their stimulation was intermittent at that time and there were ¿multiple high impedances across electrodes.¿ once again, reprogramming was attempted, however it was not possible to reprogram around the high impedances at that time. The patient had reportedly experienced a ¿loss of therapy¿ due to the event. As a result, the patient¿s lead was explanted and replaced. The patient¿s stimulation was ¿covering the pain area¿ following the replacement of the lead. There was ¿no¿ patient injury reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0206311457, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4). Device evaluation: analysis of the lead found ¿the #2, 3, 4, 5, and 7 conductors were broken 20.7 cm from the distal end.¿ this was noted to have been a break at the anchor site.